Event description:
It was reported that, "adm custom impactor didn't work. He was unable to fit the cup on the inserter so he switched to an mdm implant. He didn't feel the patient should be charged for the adm implants since the customer inserter didn't work properly."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.